Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a percutaneous coronary intervention (pci) procedure on (B)(6) 2012. According to the complainant, during preparation for the procedure when the guidewire was removed from the packaging the tip of guidewire was bent. The procedure was completed with another jagwire with no patient complications. The patient's condition has been described as stable. Investigation results revealed on february 27, 2013 that the tip of the corewire was exposed due to the damage to the guidewire, making this a reportable event.

Manufacturer narrative:
(B)(4). A visual examination of the returned device revealed that the tip of the guidewire was bent and damaged, revealing the tip of the corewire. There was no damage noted to the corewire or the ptfe jacket. The outer diameter of the guidewire was measured and found to be within specification. It is possible that during the clinical attempt (unpacking/preparation) the device could be handled improperly, thereby, causing the damage found. Therefore, 'handling damage' is the most probable root cause for this incident. Similar complaint trend review performed and no other complaints have been reported for lot number 15587109.